Manufacturer narrative:
The suspected device lot number is provided.

Manufacturer narrative:
The device manufacture date is provided.

Event description:
A medtronic representative reported he manually re-aligned/adjusted the frazier straight suction in order to get it to verify in the divot of the fusion navigation system. The alleged malfunction was reported to occur before the pt was in the room. The rep was later trained by technical services personnel that this is unapproved use of the device.

Manufacturer narrative:
Lot number correction provided.

Manufacturer narrative:
Provided correct lot number and device manufacturer date.

Manufacturer narrative:
No pt was present at the time of the alleged malfunction. The device lot number is unknown as the device will not be returned. The device manufacture date is unknown as the device will not be returned. The part has not been received by the manufacturer for evaluation.